Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Visual inspection : the scrdriver shaft matmand long self-hold (p/n: 03.503.072, lot number: u217009) was received at us (B)(4). Visual inspection of the complaint device showed the distal tip was stripped. The condition of the device is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Investigation conclusion: after a visual inspection per guidance provided in windchill document (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - no ncr's generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a rib osteosynthesis surgery, the long matrix rib screwdriver pieces do not grip the screw heads well, thus making insertion on the plate and bone difficult. There is no impact to the patient. No further information provided. This report is for one (1) matrixmandible/ thorax scrwdrvr blade self retaining-long. This is report 2 of 2 for complaint (B)(4).